Event description:
The physician was doing a vena system ballooning in the ffa, when inflated the balloon burst. The physician used bronchial forceps to remove the balloon fragments. No harm to the patient. At this point, the procedure was completed so no further actions were needed.

Manufacturer narrative:
(B)(4). It was reported to the cook representative that the incident was reported to the FDA but date not provided. Event evaluation: still under investigation.